Event description:
It was reported that the patient's device experienced two power on resets. The first reset occurred after receiving therapeutic radiation, and the second occurred during a device interrogation. The device parameters automatically restored to the programmed parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) this device was returned to medtronic from the field for radiation therapy and power-on-resets (por) in the field. An issue with telemetry communication relating to the inability to clear the por bit was noted during previous analysis and confirmed. The telemetry failure cleared during the electrical evaluation of the hybrid. Multiple attempts were made to re-induce the loss of telemetry communication failure, but none were successful. This analysis was stopped at this point with the telemetry failure condition cleared and the device functioning nominally.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's device experienced two power on resets. The first reset occurred after receiving therapeutic radiation, and the second occurred during a device interrogation. The device parameters automatically restored to the programmed parameters. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the device was removed and replaced due to fear that the radiation may have damaged the device.

Event description:
It was reported that the patient's device experienced two power on resets. The first reset occurred after receiving therapeutic radiation, and the second occurred during a device interrogation. The device parameters automatically restored to the programmed parameters. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the device was removed and replaced due to fear that the radiation may have damaged the device.